Event description:
It was reported that the atrial lead exhibited intermittent oversensing during recorded at/af episodes, and the right ventricular (rv) lead exhibited high thresholds. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.